Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a laparoscopic gastric procedure, the clips would not remain fixed and were not properly formed. The device was also firing 2 clips at once. Opened a competitor device to complete the procedure. There were no adverse consequences for the patient. The device was discarded.